Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula and needle was broken. The sensor cannula was broken inside of the broken needle cannula; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor needle broken when attempting to insert. The blood glucose reading was 220 mg/dl. The introducer needle had been difficult to remove. The sensor will be replaced and returned for analysis.